Event description:
Procedure type: unknown. According to the reporter: the balloon popped. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
Date initial report sentf: 11/10/2008.